Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented and the customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio suture was loaded into the capio and when the surgeon went to place the capio and take a bite into tissue the suture broke in half just below the capio bullet. There was no reported patient injury.